Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, suggesting there was no adverse impact. The customer was assisted by technical support in resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reoccurred, which the caller acknowledged.